Event description:
It was reported that there was a revision for infection. Surgeon revised cup, head , and liner.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm, cat# 502-03-54e, lot# mlj9k1; delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 39867801; abgii no4 cementless left v40, cat# 4845-0204, lot# g3136958e; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mlj5nt; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mljknl; 6.5 cancellous bone screw 40mm, cat#2030-6540-1, lot# mlh7ex. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0 degree insert was reported. The event was not confirmed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a revision for infection. Surgeon revised cup, head , and liner.